Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "issues" with the pump related to the cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined troubleshooting with tandem's technical support.